Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgery was completed by placing the control room monitor in the window. The philips field service engineer (fse) inspected the system onsite and confirmed that the display was not working. Upon functional testing the fse found that the ippc display card was loose. The fse fastened the ippc display card. After fastening of the ippc display card, the system was returned to use in good working order. One week later, however, the system was reported as black screen and to resolve the reported issue the graphics card has been re-inserted, after this the system was returned use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the monitor was displaying a black screen. No harm was reported. System was in use at the time of the reported event. Philips has started an investigation of this complaint.